Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was also high as 250 mg/dl. The customer states the pump was beeping and vibrating with no pump alarm and changed the battery and screen went blank. The customer was assisted with troubleshooting and the display did not return. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing.